Manufacturer narrative:
Batch review performed on 28-dec-2022. Lot 2201252: (B)(4) items manufactured and released on 23-jun-2022. Expiration date: 2027-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient had a primary surgery with competitor components and was revised to medacta gmk-revision system on (B)(6) 2022. Presently, on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.